Event description:
Ep lab physician reported that they were treateing a left lateral accessory pathway today. Electrograms were "not quite right" which the bsc sales rep interprets to mean either noisy or low amplitude. When they ablated in the left side with a standard blazer catehter they saw a right side ventricular response. Came off ablation and moved the right ventricle diagnostic catheter back and tried again. Could not ablate, we think tney had high impedance. Changed apm and were able to ablate normally. Concluded procedure; patient was stabilized and discharged.